Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose was 613 mg/dl. Reportedly, customer continued using pump for insulin therapy.